Event description:
This report summarizes twelve malfunctions. The information reviewed indicated that model md800j vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The malfunctions involved patients with no reported consequences. Of the 12 malfunctions, six patients were female and three were male. The ages ranges from (B)(6) years old, and weight ranged from (B)(6) lbs. No other patient information was provided.

Manufacturer narrative:
H10: eleven lot number were provided out of twelve malfunctions and lot history reviews were performed. The devices were not returned for evaluation. Out of 12 reported malfunctions, eleven malfunctions received medical record of which six included images. For one of the twelve malfunctions, medical record was not provided and the investigation is inconclusive for the alleged perforation. Eight malfunctions were confirmed for the reported perforation. Perforation and migration were confirmed for one malfunction. Perforation is inconclusive for one malfunction. The remaining malfunction is confirmed for perforation but unconfirmed for the reported malposition of device. A root cause could not be determined. The devices are labeled for single use. H10: d4(corporate lot number: gfxc3732, gfwb4346, gfxd3873, gfvh0920, gfwa0443, gfwj1332, gfwh2827, gfwc4194, unknown),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. The information reviewed indicated that model md800j vena cava filter allegedly experienced perforation. This information was received from various sources. The malfunctions involved patients with no reported consequences. Of the 12 malfunctions, seven patients were female and four were male. Ten patient ages ranges from 42 to 82 years old, and three patient weight ranged from 186 to 338 lbs. No other patient information was provided.

Manufacturer narrative:
H10: eleven lot number were provided out of twelve malfunctions and lot history reviews were performed. The devices were not returned for evaluation. Out of the twelve malfunctions, ten provided medical records, six of which included images. The investigations for nine malfunctions confirmed for patient device interaction problem and within this nine one malfunction was unconfirmed for tilt. One malfunction is inconclusive for the perforation issue. The other two investigations were inconclusive for the reported patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use. H10: d4(corporate lot number: gfxc3732, gfwb4346, gfxd3873, gfvh0920, gfwa0443, gfwj1332, gfwh2827, gfwc4194, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. The information reviewed indicated that model md800j vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The malfunctions involved patients with no reported consequences. Of the 12 malfunctions, six patients were female and four were male. The ages ranges from 42 to 82 years old, and weight ranged from 186 to 338 lbs. No other patient information was provided.